Manufacturer narrative:
Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was disposed by the healthcare facility. Therefore, a device technical analysis was not performed. Labeling review: there is no evidence the device was used contrary to product labeling per the instructions for use. Risk review a risk review performed for the mustang confirmed that the event of balloon material rupture is a known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the complaint information, the investigation conclusion selected was 'cause not established'.

Event description:
It was reported that the balloon deflated slowly. A mustang balloon was selected for use. During use, it was observed that the balloon deflated slowly. It was immediately removed and exchanged for a new balloon. The procedure was successfully completed. There were no patient complications as a result of the event.

Event description:
It was reported that the balloon deflated slowly. A mustang balloon was selected for use. During use, it was observed that the balloon deflated slowly. It was immediately removed and exchanged for a new balloon. The procedure was successfully completed. There were no patient complications as a result of the event.